Manufacturer narrative:
Investigation has determined the device pushed through the seal of the device packaging during shipment. There is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: other non-healthcare professional: procurement assistant. PMA/510k #: k183323. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when an order arrived the packaging of a upj occlusion balloon catheter was open already. The package /pouch was not sealed. There was no patient involvement.